Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias, and conduction system defects, (bradycardia, lbbb, rbbb) which may or may not require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the thv procedure. According to the literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. According to the literature review, and as documented in a clinical technical summary written by edwards lifesciences for complaints atrial fibrillation', despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation (poaf) remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current thv patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in-depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause and source of the stroke and arrhythmia cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) tavi registry, post implant of a 23mm sapien 3 valve, the patient developed cerebral infarction the same day. On postoperative day (pod) 4, a conduction disorder was observed and left paralysis appeared. A CT showed a widespread infarct on the right. Thrombus recovery was performed. Approximately 4 days post procedure, the patient had a high heart rate with atrial fibrillation (af). The patient also had ventricular tachycardia (vt), which developed into ventricular fibrillation (vf). A direct current cardioversion (dc) was done, and the patient's rhythm returned to sinus rhythm (sr). However, the st-segment was elevated during sr, so a cag was performed. There were no problem with the coronary arteries, but possible takotsubo cardiomyopathy was suspected. The patient's blood circulation gradually deteriorated, resulting in cardiac arrest and the patient was passed away.

Event description:
It was initially reported through the japanese tavi registry, that post implant of a 23mm sapien 3 valve, the patient developed cerebral infarction the same day. On postoperative day (pod) 4, a conduction disorder was observed and left paralysis appeared. A CT showed a widespread infarct on the right. Thrombus recovery was performed. Approximately 4 days post procedure, the patient had a high heart rate with atrial fibrillation (af). The patient also had ventricular tachycardia (vt), which developed into ventricular fibrillation (vf). A direct current cardioversion (dc) was done, and the patient's rhythm returned to sinus rhythm (sr). However, the st-segment was elevated during sr, so a cag was performed. There were no problem with the coronary arteries, but possible takotsubo cardiomyopathy was suspected. The patient's blood circulation gradually deteriorated, resulting in cardiac arrest and the patient passed away. Per follow up, the cause of death was reported as ischemia based low cardiac function.

Manufacturer narrative:
Additional information added to a2, a3, and b7. Correction to b5.